Event description:
There was no pt involved in this event. The device status indicator was not illuminated and the device was emitting a "device service" warning suggesting that the device has failed a routine self-test. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.